Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A review of the stored episodes suggests the short interval counts (sic) are physiologic in nature and not evidence of a lead problem. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to oversensing and short interval counts (sic) on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.